Manufacturer narrative:
Evaluation codes: results: (other) - evaluation of the returned product found the battery springs are severly bent inside the battery compartment. When batteries were installed, the unit did not power on. When the battery springs were returned to their proper position, the unit powered on and passed all functional tests. (B)(4).

Event description:
Customer reported the alarm has no power; batteries have been replaced with a new supply. Customer reported it was found during set up but did not provide the date. No patient incident or injury was reported.